Event description:
Impossible to place balloon because of x-pedion 10 guidewire failure. Treatment of large a-com aneurysm (15 mm). First aca was protected easily with hyerform balloon, second one was very difficult to reach because of a very hard angle. So x-pedion 10 gave enough support. After many trials with two other materials or techniques (terumo 12 or exchange with x-celerator 10) and about 3 hours of procedure, pr took a trispan for protection of the second aca. Procedure ended well but with difficulty because thrombus event came at the end of treatment. No pt sequelae as a result of this event.